Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with cracked case at display window corners and reservoir tube. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer the insulin pump's screen was severely damaged. Customer's blood glucose was 98 mg/dl. The customer stated the damage occurred when the insulin pump fell out of their pocket. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.